Event description:
Stapler misfired during procedure. Reported by [redacted] as stapler misfired. Ethicon echelon 3000 60mm stapler ref# ech60s lot# c9e522 exp: 4/30/2027; blue 60mm reload ref# gst60b, lot# 850c30, exp: 01/31/2027, peri strip echelon 60 endopath ref# psda60echthn, lot# sp23l08-1988214, exp: 02/15/2026. Stapler was immediately taken off of field, and new one obtained.